Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature discharge of battery. No intervention was performed. No further information was available.

Event description:
New information on (B)(6) 2016 stated that on (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition prior, during, and post operation.